Event description:
A user facility submitted a repair request to olympus, on a evis exera iii bronchovideoscope for leaking on the biopsy channel. It was reported that the leakage was found during reprocessing of the scope. Upon inspection and testing of the customer returned device, foreign material was found coming out of the scope instrument channel due to insufficient or incorrect reprocessing of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, biopsy channel and distal end leakages, corroded control units and scope connector cover, switch box unit not functional, and foreign material was found coming out of the scope instrument channel. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 24-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Leakage from the biopsy channel, corroded control section interior and brown foreign material were confirmed on the subject device. Inner wall of the biopsy channel was scratched which caused leakage. Water invaded the device due to leakage. Thus, rust generated in the device and exited from the device. Based on the results of the investigation, it is likely the staff was trained insufficiently on device handling and reprocessing in accordance with the instructions for use. The event can be detected/prevented by following the instructions for use which state: "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." "Insertion of endotherapy accessories into the endoscope : when the bending section of the endoscope angulates significantly and insertion of an endotherapy accessory becomes very difficult, straighten the bending section as much as possible. Inserting the endotherapy accessory with excessive force may damage the instrument channel and/or the endotherapy accessory." Olympus will continue to monitor field performance for this device.